Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information. (B)(4).

Event description:
A doctor reported that following an intraocular lens (iol) implant procedure, the lens was replaced in a secondary procedure. Additional information was provided that the patient had difficulty seeing and lens was replaced with a different model iol. Additional information was requested.

Manufacturer narrative:
Product evaluation: the lens was returned in a self-seal pouch. Viscoelastic and blood are observed on the lens. The lens has been cut into two pieces. Power and resolution testing could not be conducted due to the optic damage. The root cause for the event could not be determined by the product evaluation. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that the patient experienced postoperative waxy vision. The event has resolved. According to the surgeon, there was no device deficiency.